Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient was admitted to the hospital with tremor and extremity weakness which was now controlled. It was a sudden change. They verified the on status. The neurologist wanted to check the ins and the ins was on and ok. A possible stroke had occurred. The patient also had atrial fibrillation but had a history of that symptom.